Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na.

Event description:
It was reported that during preparation of the large emboshield nav6 embolic protection system (eps) there was no bunching or wrinkling observed on the delivery catheter (dc) pod prior loading. When loading the filter into the dc pod with the torque device, the filter could not be loaded into the dc pod. The tip of the dc pod was noted to be bent and the tip of guidewire broke in two pieces. The eps was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Visual, dimensional, and functional analysis was performed on the returned device. The reported damage to the barewire and dc pod was confirmed. The reported difficult to insert was unable to be confirmed due to the condition of the returned delivery catheter and barewire; however, functional testing with returned filter and proxy delivery catheter and barewire were successful. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that the filter was pulled into the pod too quickly or with excessive force causing the noted damage to the delivery catheter pod, damage/separation to the barewire tip and difficulty loading the filtration element; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling. H6: component code 525 removed.

Manufacturer narrative:
Visual, dimensional, and functional analysis was performed on the returned device. The reported damage to the pod was confirmed. The reported difficult to insert was unable to be confirmed due to the condition of the returned delivery catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty. It may be possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod preventing the filtration element from being able to load properly; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling. H6: medical device problem code 1562 removed and replaced with 2976.